Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right common femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 3.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to the right tibial trunk to the anterior tibial artery for pre-dilatation. However, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another 3.0mm x 220mm x 150cm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.